Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 500 mg/dl to 600 mg/dl. Customer¿s current blood glucose was 286 mg/dl. Customer's blood glucose was treated with manual shots. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose. Customer had been using the insulin pump within 48 hours of reported for high blood glucose. Customer stated auto mode feature was not active at the time of event. The insulin pump will be returned for analysis.